Manufacturer narrative:
No pt info provided.

Event description:
Caller states that during a correlation study the following coaguchek s/lab results were obtained: patient 1: 6.0 inr/3.6 inr, patient 2: 7.2 inr/3.5 inr, patient 3: 4.9 inr/3.5 inr, patient 4: 4.7 inr/3.5 inr. No treatment info provided. No adverse event reported. Customer did not provide any identifying info and therefore request for return of device could not be made.